Manufacturer narrative:
This complaint was re-evaluated and determined to be MDR reportable.

Event description:
Reportedly, a piece broke from the instrument during use. A new device was used. No pt injury was reported. Procedure: lap app. Pt sex: unk.